Event description:
The incident involved an unspecified tubing set on an unknown date. It was reported the reporter has had multiple episodes of proximal air in the set. They stated that this required repriming of the tubing which in turn increased patient delay of services. There was patient involvement and no patient harm reported.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.